Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a crack on the reservoir compartment and reservoir was unable to lock in place when inserted into pump. Customer¿s blood glucose value was 17.4mmol/l and current blood glucose value was 6.9mmol/l. Customer declined to troubleshoot for high blood glucose value. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked battery tube threads, cracked keypad overlay, broken reservoir tube lip, missing display window cover, stained keypad overlay, faded end cap address label, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.